Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a partial display.. Customer's blood glucose was 167 mg/dl at the time of incident. Troubleshooting found that the pump did not pass the self test. The customer was advised that the device would be replaced and agreed to return the product for analysis. There was no further information provided by the customer or troubleshooting.